Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, an error 5 was displayed. When the blade was wiped out of the patient, the active blade was broken off. No pieces fell into the patient. Gen04 was used. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.